Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro and the patient experienced cardiac tamponade that required drainage. After the procedure was completed the blood pressure decreased and it was determined that pericardial effusion had accumulated. Drainage was performed. After drainage was performed, MRI (magnetic resonance imaging) suggested that there were no issues. The patient left the room, and the patient¿s condition improved. The physician¿s assessment of health hazard was not serious (moderate/mild), and the physician's comment on the relationship between the event and the product was none in particular. No extension of hospitalization. The details of clinical tests and result indicated no thrombus was confirmed on MRI. The physician believes that the event was most likely procedure-related. He suspected that it may have occurred either when the blood pressure dropped during the transseptal puncture or when high contact with the posterior wall was shown.